Manufacturer narrative:
Patient information was requested; age, gender, date of birth, weight and height were provided; patient ID was unavailable. (B)(4).

Event description:
The international customer reported the unit switched off while on a patient. The device was removed from the patient and replaced with another ventilator. There was no patient harm.